Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -9.00 diopter, implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2020 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.